Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used to treat colon polyps for an endoscopic polyp resection of the digestive tract procedure performed on (B)(6) 2024. On (B)(6) 2024, the patient was admitted due to colon polyp. On (B)(6) 2024, during the procedure, the physician used a clip to stop the bleeding; however, after clipping the wound, the physician attempted to deploy the clip using the handle. The physician observed, via endoscope, that the front end of the clip automatically popped open, and the clamp did not fall off. The deployment was unsuccessful. The physician tried to clip the tissue again; however, the handle malfunctioned, and the front end of the clip did not respond as expected. The physician immediately replaced the malfunctioning clip completed the procedure with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip unable to release from the catheter.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h2: additional information: block a1 (patient identifier), block a2 (date of birth), block a4 (weight), block e1 (initial reporter title, initial reporter first name, last name & initial reporter city) & block b5 (describe event or problem) has been updated based on the additional information received on december 24, 2024. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used to treat colon polyps for an endoscopic polyp resection of the digestive tract procedure performed on (B)(6) 2024. On (B)(6) 2024, the patient was admitted due to colon polyp. On (B)(6) 2024, during the procedure, the physician used a clip to stop the bleeding; however, after clipping the wound, the physician attempted to deploy the clip using the handle. The physician observed, via endoscope, that the front end of the clip automatically popped open, and the clamp did not fall off. The deployment was unsuccessful. The physician tried to clip the tissue again; however, the handle malfunctioned, and the front end of the clip did not respond as expected. The physician immediately replaced the malfunctioning clip completed the procedure with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on december 24, 2024 it was reported to boston scientific corporation that a resolution 360 clip was used in the colon for hemostasis during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024.